Manufacturer narrative:
At this time information is limited. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
It was reported that the viper set screw loosened and the spinal rod is now not attached to the screw. Patient will be revised.